Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device during removal resulted in the reported shaft detachment. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal right coronary artery that was heavily calcified, chronic total occlusion and 99% stenosed. The lesion was pre-dilated with an nc trek balloon dilatation catheter. The xience xpedition 2.5 x 38 mm stent delivery system failed to cross the heavily calcified anatomy. The lesion was pre-dilated again but the sds failed to cross a second time. During removal, outside the anatomy, there was a proximal shaft separation that was simply withdrawn. Balloon angioplasty was used to complete the procedure. There was no reported resistance noted during withdrawal. There were no adverse patient effects and no clinically significant delay. No additional information was provided.